Event description:
Rptr itches, scratches all the time. She scratches so much she has sores. Sometimes it gets so bad she scratches until it bleeds. She has gone to the dr that did the implant and he gave her pills for itching which does not help. It also burns very badly at times.